Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after this device was implanted, short periods of noise and oversensing of discrete non-physiological signals. Impedances, sensing and thresholds were reported to have been good and stable. It was suspected that air bubbles were escaping from the device header and causing the observed noise. The noise dissipated overnight with no recurrence. There were no adverse patient effects. The device remains in service.